Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service account for the user authentication had issue. A technical support specialist reviewed knowledge article (ka) med es: changing password for cfn service and cfn admin accounts to determine the potential impact to the site if they chose to change the service account and noted that the knowledge article (ka) only covered enterprise server version 1.6, created a product support engineer (pse) consult and dialed into the server, found that the server had not been rebooted for 180 days, informed the product support engineer (pse) of this and advised to reboot the server to determine whether it would resolve the issue, rebooted the servers by applying knowledge article (ka) pyxis es server reboot process and validation. After the reboots of the application server, database server, and report server were completed, tss checked with the customer regarding the login issue, and they confirmed that no issues were present after the reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, service account for user authentication was locked and causing multiple issues across hospital. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.